Manufacturer narrative:
(B)(4).

Event description:
It was reported that externalized conductors were observed. No further information is available.

Event description:
New information received: patient was seen for a final study visit. Upon interrogation, lead fracture was observed. Patient will been seen for an upcoming appointment to discuss options to resolve the lead fracture issue. No further information available.

Event description:
New information notes the patient was brought in on (B)(6) 2017 for lead revision due to externalized conductors. During the procedure the lead snared in around the svc coil. The lead was cut and capped to reduce the amount of bulk in the pocket and the rest of the lead remains in the patient. On (B)(6) 2017 a new rv was implanted from the right. The patient condition is stable.

Manufacturer narrative:
The field report of ¿insulation abrasion¿ was not confirmed. As received, a partial lead was returned in two pieces. Visual examination did not find any abrasion on lead body insulation. All damages found on these two pieces were consistent with those occurring at time of explant. Electrical tests that could be performed on these pieces did not find discontinuities or shorts on any conduction paths.